Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after an ent procedure with an evac 70 xtra wand, a patient had post operative tonsil bleeding. The bleeding area in the tonsillar bed was cauterized. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. This case reports, the patient experienced postoperative tonsil bleeding after a procedure with the evac 70 xtra wand. The area of the bleeding was reportedly cauterized (the tonsillar bed). Per case details, no further complications were reported. Smith and nephew has not received the requested patient specific documentation, the device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. The patient¿s current health status is unknown. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.